Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker had a rash. The patient then went to a dermatologist and an allergist found out that the patient was allergic to nickel. Boston scientific technical services (ts) advised the patient to discuss options with cardiologist. Moreover, an attempt for additional information was done but the field representative had no information confirming the allergic reaction. Additional information received from the physician confirmed that the patient had a cutaneous reaction positive to nickel. No additional adverse patient effects were reported. The pacemaker remains in service.